Event description:
It was reported that an anaphylactic reaction occurred. A left atrial appendage (laac) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. After transseptal puncture (tsp), the patient entered a rapid atrial fibrillation rvr rhythm and became hypotensive. The physicians performed a cardioversion, which converted the patient to normal sinus rhythm and administered amiodarone. The hypotension was treated by the anesthesiologist with unspecified medications. The patient's blood pressure and rhythm improved, and the physicians felt comfortable proceeding with the laac procedure. The 31mm wds was deployed into the appendage. The patients heart rate increased once again, and the physicians requested for the nurses to administer an amiodarone drip. As the physicians were assessing compression of the closure device on transesophageal echocardiography (tee), the anesthesiologist noticed that the patient had no blood pressure. The cardiologist checked for a femoral pulse, which was absent. The EKG monitor showed pulseless electrical activity. An effusion check was completed, and no effusion was noted. The cardiologist performed cardiopulmonary resuscitation (CPR), while anesthesiologist administered medications. The patient recovered. The physicians assessed position, anchor, size and seal (pass) criteria of the closure device with the cardiologists and released the device. The physicians believe the patient had an anaphylactic reaction to the amiodarone. The patient remained intubated and was sent to the intensive care unit (ICU) for monitoring. Patient status. The patient was extubated and discharged home.